Event description:
It was reported that 2 syringes 5ml ll 23ga 1-1/4in tw had distorted barrels before use. The following information was provided by the initial reporter: "distorted barrel".

Manufacturer narrative:
H.6. Investigation summary four photos and two samples were received by our quality team for evaluation. From the samples received, the syringe barrel was observed to be damaged and there was a visible crack mark, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The syringe assembly process was reviewed, and the team found that the product cracked during transition to the outfeed dial process. During the rotation, the product likely slipped and tilted from the slot pocket which caused a crack line on the syringe barrel body. Probable root cause could be at the eject gate station, where the guide plate may have become loose and resulted in the air blower not being properly aimed at the product causing the product to tilt. A proper tool to hold the guide plate and air blower on the eject station was made. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringes 5ml ll 23ga 1-1/4in tw had distorted barrels before use. The following information was provided by the initial reporter: "distorted barrel."